Manufacturer narrative:
Zoll medical corp has received the product and all be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.